Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range; alarm was unable to be cleared. It was also reported that an occlusion alarm and a cartridge alarm occurred. The customer's blood glucose was 80 -300 mg/dl. A replacement pump was sent to customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.